Event description:
It was reported that the patient experienced a loss of therapeutic effect approximately two weeks before troubleshooting. The patient had very little stimulation when sitting or standing, and no stimulation when lying down. Troubleshooting revealed abnormal high impedance readings (2900, 4000, 5000 range) on the right lead. The measurement was too high for the patient to feel stimulation on the right side. Stimulation was ok on the left side. Reprogramming was unable to get coverage on the patient's right side. The patient was going to see the physician for lead replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748925 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted:; product type extension product ID 748925 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted:; product type extension product ID 74002 lot# n233257 serial# implanted: (B)(6) 2010 explanted:; product type adapter product ID 37752 lot# serial# (B)(4) implanted: explanted:; product type recharger product ID 37743 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product type programmer, patient product ID 3487a-33 lot# j0118292v serial# implanted: (B)(6) 2002 explanted:; product type lead product ID 3487a-33 lot# j0120565v serial# implanted: (B)(6) 2002 explanted:; product type lead. (B)(4).